Manufacturer narrative:
The tubing malfunction or leakage may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported heterogeneous stain. Issue was attributed to a tubing malfunction. The field service engineer replaced the tubing on the autostainer. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.